Manufacturer narrative:
PMA/510(k): exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while performing a suprapubic cystostomy, the bonanno catheter tip of the one-step suprapubic introducer broke off inside the patient¿s bladder. During the attempt to remove the device portion the portion fragmented in the bladder and could not be removed. As reported, there have been no adverse effects on the patient due to this occurrence.

Event description:
The customer provided the following additional information on 08aug2018: the lot number of the complaint device is not available. The device was inspected prior to use and there was no indication of a non-conformity prior to use. The bonanno catheter was inserted and while adjusting the catheter the part of catheter detached & separated in bladder. There was no difficulty experienced upon insertion or removal of the device. The catheter fragment was removed through the suprapubic cystostomy on 07aug2018. The user facility responded to our request for the patient's status post procedure that there was no problem with the suprapubic cystostomy. The user facility advised there are images, videos, pictures, or op reports available. We are currently awaiting a response from the facility whether images or reports will be provided to assist with the investigation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: device not returned (4114). Conclusion codes: cause not established (4315). Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of drawings, instructions for use, manufacturing instructions, quality control data, and device specifications. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history records for the complaint device lot could not be performed without knowing the lot number of the complaint device. According to the instructions for use (IFU): instructions for use: inspect the introducer to ensure no damage has occurred during shipment. Defective devices should be returned to cook. Caution: the outer diameter of drainage catheters vary from manufacturer to manufacturer. Care should be taken to verify the drainage catheter will pass through the peel-away sheath prior to suprapubic insertion. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. There is no evidence to suggest the manufacturing process contributed to the complaint. With the available information; a cause for this reported failure mode was not able to be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.